Manufacturer narrative:
Product event summary : the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had steadily increasing and high threshold. The lead was explanted and replaced. It was also reported that the left ventricular lead had high threshold. The lead was explanted and not replaced because the device was downgraded from a cardiac resynchronization therapy pacemaker (crt-p) to an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.